Event description:
Boston scientific received information that during a normal device upgrade procedure, it was not this right atrial lead displayed pacing impedances of greater than 2500 ohms due to a lead fracture. As the patient is in atrial fibrillation and the lead is not utilized for pacing, the lead was modified electrically and remains connected to the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
The lead was modified electrically and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.